Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked and was not working with high blood glucose. The customer¿s blood glucose level was 140 mg/dl to 150 mg/dl. The customer stated that they had still problems with blood glucose at night and it seems to not be getting basal delivery. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.